Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 50 mg/dl at the time of the call. The customer stated that the buttons were hard to press. The customer stated that they had delivered insulin twice while they were already experiencing low blood glucose. The customer was found unconscious due to the issue. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.